Event description:
The patient stated their pump only lasted five years. It was unknown what the pump contained at this time. No symptoms, interventions, or outcome was reported. Additional information was requested.

Manufacturer narrative:
Product ID: 8703w, lot# l43896, implanted: (B)(6) 1997, explanted: (B)(6) 2002, product type: catheter. (B)(4).

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.